Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: multiple scratches were observed on the display lens. Unrelated to the original complaint, the battery compartment was cracked on the left side of the grip pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.